Event description:
Reportedly, drying an implantation attempt performed on (B)(6) "202", the vega r58 ventricular lead was used. Durin the attempt a bipolar and unipolar pacing impedance was tested and the value obtained was above <200 ohm but excellent sensing and threshold were obtained. Given the impedance values out of range, the psa cables and analyzer were replaced. Despite this, the impedance values remain out of range. So, the physician decided to not implant this lead and to use a new one.

Manufacturer narrative:
Electrical tests performed revealed an abnormally low impedance value measured on the proximal part of the lead, indicating the presence of a short-circuit between the two conductor lines (inner and outer coils). A new follow-up MDR will be performed to provide the final report analysis with investigation details once it is available.

Event description:
Reportedly, dyring an implantation attempt perforemd on (B)(6) 2020, the vega r58 ventricular lead was used. Durin the attempt a bipolar and unipolar pacing impedance was tested and the value obtained was above <200 ohm but excellent sensing and threshold were obtained. Given the impedance values out of range, the psa cables and analyzer were replaced. Despite this, the impedance values remain out of range. So the physician decided to not implant this lead and to use a new one.

Manufacturer narrative:
Summary of the investigation: the review of the quality documents indicated that the lead met all the requirements of the specifications during inspections. Electrical tests revealed an abnormally low impedance value measured on the proximal part of the lead, indicating the presence of a short-circuit between the two conductor lines (inner and outer coils). This failure is related to the inner tube not sufficiently inserted into the connector. Actions to avoid recurrence of such event were implemented. The subject lead of this complaint was released prior to the implementation of the actions to prevent the re-occurrence. This investigation will be retained and used for trending purposes. For more details, please refer to the report enclosed.

Event description:
Reportedly, during an implantation attempt performed on (B)(6) 2025, the vega r58 ventricular lead was used. Durin the attempt a bipolar and unipolar pacing impedance was tested and the value obtained was above 200 ohm but excellent sensing and threshold were obtained. Given the impedance values out of range, the psa cables and analyzer were replaced. Despite this, the impedance values remain out of range. So the physician decided to not implant this lead and to use a new one.